Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, cracked reservoir tube lip, and cracked battery tube thread noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 136 mg/dl. The customer stated that there is crack in case and pump was not bumped or dropped. The customer stated the cracked is seen on battery compartment. The customer stated that the drive support cap appears normal. The customer doesn't how how the damage happened. The customer was advised that the device would be replaced and agreed to return the product for analysis.